Manufacturer narrative:
(B)(4). Batch # n53u6t. The analysis found that one ec60a device was returned with the clamping mechanism damaged and with an ecr60d reload present. The reload was received fully fired. No functional test could be performed due to the condition of the device. However, the device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n53u6t.

Event description:
It was reported by the affiliate that during a lower anterior resection procedure, the surgeon checked the proximal two centimeter staple line and it was good but the distal staples were malformed with legs almost straight after first firing. Changed to another cartridge to continue the procedure, but the device also had the same problem. Last, another domestic device was used to complete the procedure. There were no adverse consequences for the patient reported.